Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. (B)(4). The field service representative replaced the defective front panel and performed a user verification test to ensure it meets all factory specs. Upon completion the unit was returned to the customer ready to be placed back into service. Failure analysis lab received a vela front panel and conducted a visual inspection. Visible ingress spots were noted around the edges on the touch screen display. The front panel was installed to a functional vela unit. The display was powered up in service mode and initialized patient-user displays and display color with no problems. A display calibration was performed. The touch display interaction was successful and calibration was performed. The customers issue could not be duplicated. The unit failed due to visible moisture residue under the screen membrane causing intermittent operation. The failure was isolated to the touch screen. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. While on site to perform preventive maintenance, the field service representative discovered the unit was down for a frozen touch screen.